Event description:
This lead was explanted and replaced because it had a fracture. There were no adverse patient events reported. The hospital retained the lead. Should additional information be received, this file will be updated.